Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device and the global transmitter final functional test and passed with no deficiency. Share data log was reviewed and did not result in a deficiency. The reported customer complaint was not confirmed. The root cause could not be determined post investigation.